Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through rpt and passed all but inductive telemetry. This is expected due to a normally depleted battery. No further analysis is required.

Event description:
It was reported that this pacemaker device exhibited atrial undersensing on the current presenting electrogram (egm). Boston scientific technical services agreed and suggested to optimize atrial sensing. Additional information from the field representative indicated that the battery of this pacemaker was depleting quickly. The device was explanted and was returned to laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device exhibited atrial undersensing on the current presenting electrogram (egm). Boston scientific technical services agreed and suggested to optimize atrial sensing. Additional information from the field representative indicated that the battery of this pacemaker was depleting quickly. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pacemaker was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker device exhibited atrial undersensing on the current presenting electrogram (egm). Boston scientific technical services agreed and suggested to optimize atrial sensing. Additional information from the field representative indicated that the battery of this pacemaker was depleting quickly. This device was explanted. No adverse patient effects were reported.